Manufacturer narrative:
With the distal tip blocked, the catheter was pressurized with 100% contrast. The fluid began to leak out of the shaft at the distal shaft kink location and back through the guidewire lumen and into the hub. This indicates that the outer shaft is punctured, and the inflation/deflation channel communicates with the guidewire lumen. The puncture likely prevented the balloon from deflating as deflation vacuum could have been drawn into the guidewire lumen through the hub. There is no leak between the lumens in the hub itself. The hole in the catheter shaft distally could be the reason the balloon would not deflate. It is unknown how or when these kinks occurred. Device prep sequence should identify leaks and shaft kinks before use.

Event description:
Balloon would not deflate.